Event description:
Crew responsed to a cardiac arrest and found a pt being bagged and was being monitored with a lifepak 9. Pt was connected to the lp12 monitor for pacing when lp12 would not give a paddle's option. Medic attempted to charge the defibrillator. Lp12 indicated to check cable message. Lp12 was turned off and back on with no change. Pt was reconnected to the lp12 and medic continued treatment on pt. Pt had no compromise due to back up lp9 cardiac monitor.